Event description:
It was reported to boston scientific that a sensor guidewire was "sticking" inside the stent during a stent placement procedure. Reportedly, force was used to pull the guidewire out of the stent, resulting in the floppy tip detaching from the guidewire and remaining inside the patient. The physician reported that due to the preexisting condition of the patient, the tip is planned to be removed during the stent replacement procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the returned sensor guidewire revealed that the coiling of the wire was elongated and unraveled. The coating was scraped (peeled) along the entire body. Additionally, the urethane tip was not present, it was detached completely from the corewire. The device was slightly scrapped at the distal section and remnants of adhesive were found indicating that the urethane section was properly attached to the corewire section. The guidewire appears to have been pulled or pushed against resistance. Therefore, operational context contributed to this event. A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event.

Event description:
It was reported to boston scientific that a sensor guidewire was "sticking" inside the stent during a stent placement procedure. Reportedly, force was used to pull the guidewire out of the stent, resulting in the floppy tip detaching from the guidewire and remaining inside the patient. The physician reported that due to the preexisting condition of the patient, the tip is planned to be removed during the stent replacement procedure.